Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon material allegedly deformed during inflation. It was further reported that upon removal from the patient, peeled pebax was allegedly found on the balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found peeled a peeled outer layer throughout the length of the balloon. No frayed or unraveled fibers were identified. The device was inflated and the balloon took its appropriate shape. Therefore, the investigation is confirmed for peeled outer layer, and is unconfirmed for balloon deformation during inflation. The definitive root cause for the identified peeling outer layer or reported balloon deformation could not be determined based upon the available information. An investigation is currently open to address the peeling outer layer. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in d2 common device name and g5 PMA 510k# accordingly, this event has been determined to be MDR reportable. H10: b5, d4 (expiry date: 11/2020), g4, h6 (removed device code 2976 - material deformation).

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the pta balloon material allegedly deformed during inflation. It was further reported that upon removal from the patient, the outer balloon layer was allegedly found peeled. The procedure was completed upon removal of the alleged malfunctioning device, with no further treatment. There was no reported patient injury.